Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was suffering from an infection at the stoma site with granuloma, oozing and pain. The patient was seen by a physician who prescribed ciprofloxacin 500 mg twice a day and local treatment with diprogenta and compresses. On (B)(6) 2023, the patient was still taking the antibiotics and the stoma was doing much better.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.